Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The instrument's tip locked, but there was no tissue involved. The instrument was replaced with a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that thermal damage and arcing were not observed during the procedure. The patient did not experience any injury or adverse event during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the grip tips were not found to be locked. The grip and pitch input disks articulated as expected. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found between the grips, but there was no thermal damage near the broken conductor wire. Components adjacent to the broken wire do not show damage. Furthermore, the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips.